Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case, the surgeon reported sparking from the plasmablade device. After the surgery was completed, it was discovered the device tip melted and the wire fractured. Nothing detached from the device. There was no injury to the patient.

Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained, follow-up communication is still in-progress.

Event description:
During an ent case, the surgeon reported sparking from the plasmablade device. After the surgery was completed, it was discovered the device tip melted and the wire fractured. Nothing detached from the device. There was no injury to the patient.